Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name : (B)(6) hospital. E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of solution sets overinfused; further described as "overinfusion of up to 10 hours in therapy". This was observed during patient administration of parenteral nutrition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.